Event description:
Olympus was informed that during laparoscopic hepatectomy, the subject device stopped working, due to the error. The doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus for investigation. As a result of the investigation, olympus confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and non-insulated area. As the result of checking the manufacturing record of the same lot, nothing abnormal was detected. Based on the confirmation of the subject device, olympus concluded that the error was caused by contacting the surface of the probe and non-insulated area worn pad. The cause of the worn pad was to activate output in seal and cut mode without grasping anything. This report is being submitted as a medical device report in an abundance of caution.